Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of the homechoice cassette. This was identified during fill one of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g1: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Previously submitted as: ecm - baxter healthcare ¿ haina, piisa industrial park antigua, carretera sanchez km 18 ½, haina, san cristobal 91000, dominican republic. Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.